Event description:
Additional information received from the patient reported the steps taken to resolve the throbbing and burning sensation was that the hcp's office stated to lower the rating for the stimulation and the throbbing and burning sensation was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0lfjd, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported stimulation in the wrong location, painful stimulation and uncomfortable stimulation. The patient went to yoga class and after class she felt throbbing and burning in her lower back, left leg and butt. The patient fell in yoga class. She decreased stimulation from 1.95v to 1.7v and she did not feel the throbbing or burning at that time. There was a sudden change in symptoms. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow-up report will be sent.